Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the medical facility.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.